Manufacturer narrative:
Reported event: an event regarding an off registration pattern involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 130 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding registration pattern not matching with anatomy. There were no other reported events for the listed catalog number. Conclusion: the mako system performed within its specification the user moved the patient during the kinematic capture of the hip center resulting in a failed bone registration.

Event description:
This pr is for the right knee in the bilateral tka case. When the hip center was selected for the left knee, an error appeared stating it was off, but was able to proceed to registration. The registration pattern on the bone model did not match the patient's anatomy. All of the points were not physically on the bone. At this point, the surgeon moved on to the right knee without completing the left knee. The same issue that was experienced with the left knee occurred with the right knee. The surgeon completed both knees manually. No delay was reported. It was noted that after the case, the pre-plan was reviewed and there were no discrepancies, landmarks were in place and segmentation was good.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pr is for the right knee in the bilateral tka case. When the hip center was selected for the left knee, an error appeared stating it was off, but was able to proceed to registration. The registration pattern on the bone model did not match the patient's anatomy. All of the points were not physically on the bone. At this point, the surgeon moved on to the right knee without completing the left knee. The same issue that was experienced with the left knee occurred with the right knee. The surgeon completed both knees manually. No delay was reported. It was noted that after the case, the pre-plan was reviewed and there were no discrepancies, landmarks were in place and segmentation was good.